Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 one 2.75x18 mm xience prime stent was implanted in the distal left circumflex coronary artery. The patient had paroxysmal chest pain on (B)(6) 2014 and was hospitalized. Medical treatment was administered. The patient was discharged on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: report source. Correction: the 'date received by MFR' date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.